Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation (orif) surgery for suprafoveal fracture of the left humerus. On (B)(6) 2022, the surgeon mistakenly ordered implants for the right. The mistake was discovered on the day of surgery, but the implants were used as-is after confirming whether it would fit the affected area. The surgery was completed successfully with no delay. Patient was stable. This report is for a 2.7mm/3.5mm ti va-lcp lat dstl hum pl 1h/rt/69mm shrt-ster. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.117.801s, lot: 738p129. Manufacturing site: (B)(4), release to warehouse date: 24 march 2022, expiration date: 01 march 2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.